Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/27/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 375cc saline prosthesis, catalog: 3501660, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 500cc saline prostheses on (B)(6) 2018; catalog # 3502500, s/ns (B)(4) (l) and (B)(4) (r).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 11/20/2018. Device evaluation summary: it was reported that a 42-year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. Upon receipt by mentor, the device returned without fluid. White, yellow, and red material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the anterior aspect and several creases around the product. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, yellow, and red material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).